Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/16/2016 that on (B)(6) 2016, the device had an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. Shared data is not available for review. The reported event of an intermittent out of range was not confirmed. A root cause could not be determined.